Event description:
An external fixation system was used to treat a pt with a forearm fracture in 9/2002. 5 days later it was reported that the compression screw broke and the pt had to have the screw/clamp replaced by the surgeon. After treatment, the pt was released without any reported complications.